Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was 223 mg/dl. The customer noticed a large bubble in reservoir. The customer declined to further troubleshoot because they did the set change. Customer is going to change the set and reservoir.